Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had an error e315 unsupported scope appear and when tried to connect to the box it was showing snow and there was no picture. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation; no nonconformance were found related to this complaint. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.